Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating and was falling out of calibration. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the epgs and preformed release testing. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. Per data log review: on (B)(6) 2021 there were multiple instances of the gas system reporting 'oxygen (o2) sensor and blender disagree'. This confirms the complaint and indicates that the blender o2 setpoint was more than 10% different than the sensor measured o2.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, during testing of the oxygen (o2) sensor at 100% o2 the output signal was found to be unstable. Air bubbles due to dehydration were found at the sensor head near the cathode which explained the observed failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor output to 35.4 millivolts (mv) in ambient air which is not within the specification range of 9 and 13 mv. The system passed calibration at first. The actual o2 levels were monitored with an external o2 analyzer and the o2 sensor output was monitored with a multimeter during the calibration. There was a change of 13.1 mv while the o2% measured with the analyzer only changed by 0.2%. The electronic patient gas system (epgs) passed calibration. The first o2 blend check set the flow rate to 5 liters per min (l/min) and the fraction of inspired oxygen (fio2) to 0.21 (21% o2). The system could not attain the fio2 setpoint. The central control monitor (ccm) indicated 82.8% while the analyzer indicated 21.6%. The sensor output at this setpoint is 74.8 mv. An additional calibration was required. Sensor output was monitored during the second calibration attempt and read even higher than the first calibration. The pst installed a lab use only (luo) o2 sensor into the epgs and calibration was successful. The system met all blend checks within expected tolerances, and the sensor's output was steady and consistent. It was determined that the o2 sensor did not meet specification. The service repair technician (srt) duplicated the reported complaint. The epgs was powered up with 50 pounds per square inch (psi) in both o2 and air regulators. The unit passed calibration the first time but then failed calibration the second time. The o2 sensor and sechrist blender were replaced. The epgs was also reconditioned. The unit operated to the manufacturer's specifications.